Manufacturer narrative:
Device passed the displacement and self test. No unexpected a26 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500mg/dl. Customer current blood glucose was unknown .the customer had no any symptoms. Customer also stated that they received insulin pump error. Customer reported insulin pump error was able to clear the alarm as well as able to complete rewind the troubleshooting was performed for insulin pump error. The device was returned for analysis.